Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.

Event description:
It was reported that after the spaceoar placement procedure, the hydrogel was not observed on magnetic resonance imaging (MRI) one month after procedure. Review of the procedural video was conducted, and it was suspected that the hydrogel might have been implanted in the prostatic venous plexus, it's likely that the needle tip caught the prostatic capsule. The patient radiation treatment has been delayed.